Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer states his pump turned off and will not turn back on. Pump was in use at the time, and customer states that pump turned off at some point without any error or alert. No adverse event reported. A request was made for the return of the device.